Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient has high cobalt levels (right). Cultures taken. Liner and cup came out with use of cup cutters. Head came out. Stryker cup went in with screws and a dual mobility liner with our head.